Event description:
It was reported that the superior vena cava (svc) coil on the right ventricular (rv) lead was fractured. The lead was noted to have erratic impedance numbers. The implantable cardioverter defibrillator (ICD) that was implanted did not have the option to turn off the svc. The physician did not want to replace the lead, only the device. Since the ICD was at elective replacement indicator (eri), it was explanted and replaced to one that could have the option of turning off the svc. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d154awg ICD, implanted: 2008-(B)(6). (B)(4).